Manufacturer narrative:
Initial 3 of 3. E1: patient city: (B)(6). Patient country: puerto rico. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient experienced high blood glucose level to 348 mg/dl and treated with manual injection. Patient reported issue with three infusion sets.